Event description:
After the ins was implanted, two programs were added. Program 1 was: 3.3v. 270us, 18hz, bipole, 1679ohms. The capacity read 25-30% and the longevity showed 7.2-14.8 months. Program 2 was: 1.7v, 210us, 18hz, c+, 2 negative contacts, 409 ohms. The capacity was again 25-30% and the longevity was 6.5-13.5 months. Wingevity was estimated at 20.8 months. 25-30% capacity was not normal for a brand new ins. The patient did not have concerns with their device or therapy. Additional information has been requested.

Manufacturer narrative:
Product ID: 355018, lot# w60016, implanted: (B)(6) 2012, product type: accessory. Product ID 3093-28, lot# v952171, implanted: (B)(6) 2012, product type: lead. Product ID: 3093-28, lot# v952171, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).